Event description:
While wearing the external equipment, the patient reportedly experienced facial nerve stimulation, overly loud sensation and pain. The patient was seen at the center. External eqipment was exchanged and programming adjustments were made. However, the reported problem was not resolved in may 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was not functional. Surgery to explant the patient's c11 device has been scheduled.